Manufacturer narrative:
Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to resolve the reported issue. No patient information provided to date after calls to customer (B)(6) 2021 and (B)(6) 2021. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported that the system was unable to drive the bellows resulting in a loss of mechanical ventilation during a case. There was no report of patient injury.